Event description:
Pt was being transferred from bed to chair using the lift. Cotter pin or screw came loose from shaped piece that holds slings, causing pt to fall to the floor. Complains of discomfort coccyx area, also large ecchymotic area (approx 16cm x 10cm) on right upper back. This pt is debilitated from polio and recent fracture and unable to bear weight on legs, thus the reason for use of the lift.